Event description:
Information received indicates the bed has no functions due to fluid ingress on the power supply board.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.